Manufacturer narrative:
The image result files for the echo were reviewed by an immucor technical support specialist. Results showed sample (B)(6) in batch 13103 resulted in a positive reaction for cell 3 of capture-r ready-screen (3), lot #r203. The same sample in batch 13105 resulted as positive for some jka positive cells and equivocal reactions were obtained with some heterozygous cells. The same sample resulted as positive with all jka positive cells in capture-r ready-ID, lot #id155. Patient had a newly identified anti-jka. Echo results indicated the presence of a weak antibody (equivocal results with heterozygous cells). Given that patient antibody was weakly presented, the tube testing results were not unexpectedly negative. In-house testing confirmed the presence of the jka antigens on reagent red blood cells of retention panocell-20, lot 06500, using retention anti-jka, lot 614007. Controls performed as expected and the reagent red blood cells tested exhibited the expected reactivity. No product deficiency was identified.

Event description:
A customer reported obtaining unexpected negative reactions with panocell-20, lot #06500 when testing patient sample containing anti-jka.